Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2023 during which the ipg was repositioned.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown). The allegation is against one of two extensions; however, it is unknown which extension(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: dbs, model: 6371, UDI: (B)(4), serial: (B)(4), batch: 8176983.

Event description:
Related manufacturer report number 1627487-2023-01765. It was reported that the patient had an infection at the ipg site. Surgical intervention may take place at a later date to address the issue.